Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and checking error logs in tech console. Found zero generator errors. Checked log files, spoke with rad tech team and was advised that before failed spin, the imaging acquisition system (ias) went into standalone mode despite the umbilical cable being connected. Moved umbilical cable around and imaging acquisition system (ias) went into standalone mode. Replaced the umbilical cable on imaging system. System functioning as designed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the mobile view station (mvs) screen switched from 2d to standalone mode briefly after pressing lasers, and the system aborted a 3d spin after about 2 seconds. It occurred intra operatively and there was less than an hour delay to the case. No reported impact to the patient.

Manufacturer narrative:
H3, h6: the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. System not completing spin. Visual inspection confirm umbilical cable is physically damaged. Missing harting connector cover and locking lever. Imaging system umbilical cable passed bench test. Continuity test passed and was installed in imaging system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.